Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was reported with drawer failure. A field service engineer cancelled the work order. No resolution was provided by both field service engineer and customer about the resolved issue. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation es system drawer did not detect on communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.